Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastro-jejunal (peg-j) tubes. On (B)(6) 2024 it was reported that the patient presented with yellowish exudate and slight bloody exudate from the stoma. Patient had a minimal erythematous circumference around the stoma and induration of the area. Oral antibiotic, amoxicilin/clavulanate every 8 hours was prescribed. On (B)(6) 2024, it was reported that the stoma was much better and no longer drained or was erythematous.